Event description:
It was reported that the patient¿s battery pack was hot. It had been turned off for a couple hours. A burning sensation was reported as well as a shocking or jolting sensation. The patient began feeling hot and a burning sensation on (B)(6) 2015. The following day, the patient felt a shocking sensation at 6 am and then again later. No falls or trauma had occurred. It was also noted that the device never helped her with improving the quality of life and being able to do activities. The device had helped the patient get off of pain medications; the patient got off of 50% of her drugs. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Added (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins has been dead for over 5 years and she needs to have an MRI of her back. The patient explained she let the ins go dead due to difficulties recharging and the ins "zapping" her. The patient inquired about the MRI compatibility. The patient doesn't like the ins and is being prescribed an x-ray for device removal. During the call the patient mentioned she had dry mouth from taking pain pills (pss was under the impression that the pt was taking pain pills because her ins is dead). No further complications were reported.

Manufacturer narrative:
Medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6)2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back on (B)(6) 2020, to obtain their model and serial number so they could have an MRI. The patient again reported that their ins had been dead for 3 to 4 years as they didn¿t like the stimulation since when they first got it implanted. They also reported that ¿two years later they couldn¿t get it to charge¿. The patient stated that they had to lay on it for two to three hours to get it to charge. The patient stated that they met with a rep like two years ago and they tried getting the device to work for about a half hour, but the patient stated that they gave up. The patient reported that the doctor was working with them on this at the time. The patient stated that now they were having trouble finding an MRI facility that was willing to give them an MRI. It was reviewed that an eligibility form would be filled out by the healthcare provider (hcp) as well. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the implanted device hurt and their battery wasn¿t charging.